Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had critical pump error alarm. The blood glucose level was 191 mg/dl at the time of incident. Customer stated that the battery compartment was damaged. Customer stated that the insulin pump was exposed to moisture. The insulin pump will be returned for analysis

Manufacturer narrative:
The insulin pump was received with cracked battery tube threads and cracked case (battery tube). A critical pump error (open book image) alarm confirmed due to moisture damage on the electronic assembly. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test due to critical pump error (open book image) alarm.